Event description:
It was reported that the insyte catheters have liquid in the probe, which they do not normally have. Images, videos, and product batches are attached.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 388312 and lot number 4303064. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures and one (1) reference video sample showing a pink insyte were received for evaluation by our quality team. Within the video, the catheter was removed from the cannula, and the customer slides it to demonstrate the cannula¿s siliconization. Through analysis, no excess silicone was identified. The silicone is applied in order to facilitate the sliding of the catheter over the needle during puncture, reduce friction, and provide a smoother insertion, thus decreasing patient discomfort. Therefore, this does not constitute the presence of foreign matter or contamination. Based on the investigation results, a manufacturing related issue could not be determined for the reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.